Manufacturer narrative:
Based on the claim against the product by the customer that the force bipolar instrument did not cauterize, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and was found to fail to deliver energy during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument failed continuity and did not release energy on several attempts. The instrument was not fully functional. Further evaluation of the instrument was performed by the failure analysis engineering team. The instrument was disassembled and upon removing the main tube, it was observed that the conductor wire was broken at the proximal end where the main tube meets the roll gear. In addition, the instrument was found to have dried residue on the clamping pulleys. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of the conductor wire being broken at the proximal end is associated to the manufacturing process. Breakage can result from pinched or kinked wires. This complaint is a reportable malfunction due to the following conclusion: failure analysis confirmed that the instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the force bipolar instrument failed to cauterize. Use of the instrument was discontinued. The procedure was completed with no reported injury.